Event description:
Pt developed an infection at the implant site of the infusion pump. Pt suffers from pancreatitis, and has poor nutrition. Due to multiple abdominal surgeries, the skin on the pt's abdomen is thin and unhealthy, causing the pump to erode through the skin. Plastic surgery was performed to create a "skin flap" to correct the problem, but the pt developed a systemic infection causing extensive hospitalization and treatment with IV antibiotics. The drug infusion system was explanted and not replaced. Pt is presently on oral medication.